Event description:
It was reported that prior to use, incomplete deflation of the tracheostomy tube cuff was confirmed. No patient involvement was reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.